Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she faced a kinked cannula which led to high blood glucose level. Therefore, the family members called the paramedics and on (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 800 mg/dl. Moreover, the infusion set had been used for not more than 3 days. Further, she was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Previously, in the month of (B)(6) 2023, she was hospitalized due to similar issue and was further transferred to intensive care unit. She experienced high blood glucose level. Similarly, the infusion set was not used more than 3 days. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. The patient was released after 3 to 4 days with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.